Manufacturer narrative:
Batch review performed on 22 september 2021: lot 184213: (B)(4) items manufactured and released on 16-aug-2018. Expiration date: 2023-jul-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
1 month and 15 days after the primary the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.